Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set, and the serious adverse events of sepsis and hospitalization. The patient¿s spouse reported the sepsis originated in the patient¿s pd catheter (not a fresenius product); however no additional details were made available. Limited additional information precluded a more comprehensive investigation. The risk for sepsis is significantly increased in patients with esrd, largely due to the patient¿s compromised immune system and/or other associated comorbid conditions. Based on the information available, the patient¿s liberty select cycler and liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating the patient¿s fresenius device and/or product caused or contributed to the serious adverse events. Furthermore, there is no report any fresenius device and/or product(s) failed to meet user expectation or manufacturer specifications.

Event description:
On (B)(6) 2022, fresenius became aware this patient with end stage renal disease (esrd) previously on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized (admission date not provided) due to sepsis originating from the patient¿s pd catheter (not a fresenius product). No additional information was provided during intake. Follow-up with the patient¿s spouse revealed the patient remains hospitalized in critical condition as of 31/aug/2022 and has transitioned to hemodialysis (hd) for rrt. Subsequent attempts to obtain additional clinical information (hospital records, medication records, treatment data) have thus far proven unsuccessful. However, the patient¿s spouse stated there were no concerns with any fresenius device(s) and/or product(s).

Event description:
On 22/aug/2022, fresenius became aware this patient with end stage renal disease (esrd) previously on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized (admission date not provided) due to sepsis originating from the patient¿s pd catheter (not a fresenius product). No additional information was provided during intake. Follow-up with the patient¿s spouse revealed the patient remains hospitalized in critical condition as of (B)(6) 2022 and has transitioned to hemodialysis (hd) for rrt. Subsequent attempts to obtain additional clinical information (hospital records, medication records, treatment data) have thus far proven unsuccessful. However, the patient¿s spouse stated there were no concerns with any fresenius device(s) and/or product(s).

Manufacturer narrative:
Additional information provided in d9 and h3. Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. An (as-received) simulated treatment was performed and completed. The cycler weighed fill volume values were within tolerance for a liberty cycler. The cycler underwent and passed a system air leak test and valve actuation test. During the internal inspection found valve one damaged. There were no other visual discrepancies encountered. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions found during testing that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. .

Event description:
On 22/aug/2022, fresenius became aware this patient with end stage renal disease (esrd) previously on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized (admission date not provided) due to sepsis originating from the patient¿s pd catheter (not a fresenius product). No additional information was provided during intake. Follow-up with the patient¿s spouse revealed the patient remains hospitalized in critical condition as of (B)(6) 2022 and has transitioned to hemodialysis (hd) for rrt. Subsequent attempts to obtain additional clinical information (hospital records, medication records, treatment data) have thus far proven unsuccessful. However, the patient¿s spouse stated there were no concerns with any fresenius device(s) and/or product(s).

Manufacturer narrative:
Additional information provided in d9 and h3. Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. An (as-received) simulated treatment was performed and completed. The cycler weighed fill volume values were within tolerance for a liberty cycler. The cycler underwent and passed a system air leak test and valve actuation test. During the internal inspection found valve one damaged. There were no other visual discrepancies encountered. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions found during testing that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On 22/aug/2022, fresenius became aware this patient with end stage renal disease (esrd) previously on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized (admission date not provided) due to sepsis originating from the patient¿s pd catheter (not a fresenius product). No additional information was provided during intake. Follow-up with the patient¿s spouse revealed the patient remains hospitalized in critical condition as of on (B)(6) 2022 and has transitioned to hemodialysis (hd) for rrt. Subsequent attempts to obtain additional clinical information (hospital records, medication records, treatment data) have thus far proven unsuccessful. However, the patient¿s spouse stated there were no concerns with any fresenius device(s) and/or product(s).